Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported transducer fault alarm during use on a patient on the vela ventilator. The customer reported the patient was transferred to another ventilator. The customer confirmed there was no patient harm associated with the reported event.